Event description:
Related manufacturer reference number: 2017865-2022-11541. It was reported that the patient presented in-clinic for follow up. Upon interrogation, it was found that the right ventricular (rv) lead was over-sensing myopotentials leading to pacing inhibition. Furthermore, it was noted that noise was also seen on the right atrial (ra) lead. Programming changes were made. Patient was stable.